Manufacturer narrative:
This emdr follow up report is being submitted to cancel the initial report submitted relating to this event. Clarification was received from the distributor that the device was sent in error and was not involved in the reported event. There is no complaint allegation. The device has been tested and behaved appropriately. Based on no additional complaint allegations or issues discovered during testing along with clarification received from the distributor, no evidence that the device caused or contributed to a serious injury or death, this incident no longer meets the reporting criteria of an FDA MDR report. The device evaluation and original complaint is captured in emdr 1037905-2025-00436.

Event description:
This follow up emdr is being sent to cancel the initial emdr sent for this event. Please see section h11 for details.

Event description:
During an endoscopic hemostasis procedure with bleeding in the fundus, the physician used a cook hemospray endoscopic hemostat. It was reported that the physician used microtech clips for hemostasis, but they were ineffective. After attempting emergency hemostasis with hemospray, bleeding could still not be controlled, and the patient was sent for surgery [unable to achieve hemostasis-subject of report]. A section of the device did not remain inside the patient¿s body. The patient was sent to surgery due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.